Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate gauge dropped from approximately 200 to 95 units. The customer had not used a significant amount of insulin. The customer declined tandem technical support's offer to troubleshoot. There was no reported impact to blood glucose.